Event description:
This is the first of three reports for the same patient involving three separate products. Refer to MDR number 8030647-2015-00036 for the second report. Refer to MDR number 8030647-2015-00037 for the third report. It was reported that three closed suction catheters were leaking air through the thumb control port and back to the suction canister through the suction tubing. The rate of air loss was 150 cc/minute. The air loss was stopped by disconnecting the vacuum line and occluding the suction port near the thumb control valve. It was not known if the thumb control valve was locked or not. It is the hospital's policy to lock the button when not in use.

Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number,m5082t617, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The position of the thumb valve appeared to be fully upright (closed). The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. Suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled to the full upright (closed) position. This did stop the suctioning. The thumb valve was then depressed and released. The valve returned to the closed position. The valve was placed in the locked position. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).